Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the device was reprogrammed on (B)(6) 2019 and (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that no actions were taken to date to resolve the reported increased/worsening pain, fatigue, lower extremity weakness, and leads having migrated. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-jun-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 08-jun-2019, UDI#:(B)(4); product ID: 977a260, serial# (B)(4), product type: lead and product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had increased/worsening pain, fatigue, and lower extremity weakness following a physical therapy session in which the patient felt their leads migrated; the patient was scheduled for a reprogramming and lead placement evaluation visit. It was noted that the event resulted in an unscheduled clinic or office visit and was related to the device or therapy and not related to the implant procedure. No actions/interventions were taken, and the outcome of the event was noted as ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot#, serial#: (B)(4), implanted: (B)(6) 2015, explanted: product type: lead product ID :977a260, lot# , serial# :(B)(4), implanted: (B)(6) 2015, explanted: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the patient had a hard fall on (B)(6) 2018 and the stimulator exacerbated the patient¿s pain following the fall; the patient was encouraged to schedule a reprogramming visit. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B) (6) 2015 explanted: product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015 explanted: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient utilized the stimulation at a high setting, which resulted in soreness in their legs; however, when the patient utilized the device at lower settings, it did not provide pain relief. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2019. No further complications were reported/anticipated.